Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that buttons of insulin pump did not work sometime. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that battery cap did not stayed on its own and had to tape in on insulin pump. The insulin pump will not be returned for analysis.